Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had a defective device since implant. The device issue was confirmed via cystoscope. The physician recommended a replacement surgery. The patient had questions for patient services. There were no patient complications reported.